Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "runtime calibration failure- 1051" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2020-01117 for a similar event reported from the same customer.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation, under medwatch report 1220908-2020-01117; the customer's report was duplicated and attributed to a faulty autocal valve on the smart pneumatic module board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure- 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.